Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, consultation with a subject matter expert, a search for similar complaints, and a review of labeling. Differences in collection methods, and the mixing and handling of microtainers may have also affected results. The data provided showed discrepancies occurred due to sample issues and not analyzer malfunctions. The customer was educated regarding microtainer collection and its impact on patient results. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn emerald instrument related to the reported event.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a cell-dyn emerald analyzer generated a falsely elevated hemoglobin value for one patient sample. The cell-dyn emerald generated a hemoglobin value of 8.6 g/dl. A transfusion facility generated a hemoglobin value of 7.9 g/dl. The customer uses 8.0 g/dl as the cutoff value for transfusions. There was no adverse impact to patient management reported.